Manufacturer narrative:
The lot was manufacturing between may 04, 2018 and may 05, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was noted from the spike port cap. The reported condition was verified. The cause of the reported condition was undetermined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 1000 ml eva tpn bag was leaking it was observed a leak on the middle port. There was no patient involvement. No additional information is available.